Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor experienced intermittent communication failure resulting in signal loss and no glucose readings until the sensor was re-paired using the provided pairing code, after which readings resumed. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure involving the electrical and magnetic subsystem, including the antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.